Event description:
Two 7mm zilver ptx stents were placed in the patient in 2015. During a post thrombolysis, it was noted that there was flow behind the stent struts ((B)(4)) and also stent fractures ((B)(4)). Drip tpa was administered to dissolve the clot, and a and a 7 x 250 gore viabahn covered stent was placed. The patient outcome was noted to be stable/good. Imaging review determined a type 1 stent fracture unrelated to blood flow behind stents. Imaging review confirmed restenosis.

Manufacturer narrative:
Device evaluation: the zisv6 device of unknown lot number involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. It should be noted that two zilver ptx stents were implanted in the patient in 2015 however the lot number of both stents I unknown. The imaging review confirmed that both 7 mm stents had fractured between one and four years. As both stents are zilver ptx devices of unknown lot numbers a second file has not been opened to capture the fracture of the second stent. This file captures the fracture in the 7x100mm stent. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zisv6 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that stent strut fracture is listed as a known potential adverse event within the instructions for use (ifu0118-5). There is no evidence to suggest the user did not follow the IFU. Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer. Impression: 1. Stent fracture is confirmed. Type I fractures developed right inferior side of both 7mm stents between one and four years. The fractures were not associated with lumen stenosis or nih. 2. Space between the stents and the artery wall consistent with peri-stent staining is confirmed. Although it may have developed after one year, it also may have just been uncovered by the 36-hour tpa infusion. Although commonplace in the past, infusions lasting more than one day are now usually unnecessary with more effective atherectomy/embolectomy devices. Peri-stent staining has been reported at 20 months post zilver ptx implantation. 3. The 50% stenosis from nih in the superior most 6x80mm stent was insufficient to cause thrombosis. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to stent fatigue. From the information provided it is known that the stent was in place since 2015. The exact location of the fractured stent is not known. It is possible that the stent coursed under a ligament in the anatomy or was placed at a joint (e.g. Knee joint or hip joint) contributing to stress and fatigue from joint flexion/movement. Summary: complaint is confirmed as the failure was verified in the image(s). The patient outcome was noted as being stable/good. No additional procedures were mentioned as being required as a result of the stent fracture. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This file will capture the second stent fracture as clinical input has confirmed restenosis did not require intervention. Additional file to be opened to capture restenosis. Two 7mm zilver ptx stents were placed in the patient in 2015. During a post thrombolysis, it was noted that there was flow behind the stent struts (pr280275) and also stent fractures (pr288792) and (pr 288827). Drip tpa was administered to dissolve the clot, and a and a 7 x 250 gore viabahn covered stent was placed. The patient outcome was noted to be stable/good. Imaging review determined a type 1 stent fracture unrelated to blood flow behind stents. (This file will capture the 7x100mm fractured zilver ptx ). Imaging review confirmed restenosis.

Manufacturer narrative:
This file will capture the second stent fracture as clinical input has confirmed restenosis did not require intervention. Additional file to be opened to capture restenosis. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Two 7mm zilver ptx stents were placed in the patient in 2015. During a post thrombolysis, it was noted that there was flow behind the stent struts (pr280275) and also stent fractures (pr288792). Drip tpa was administered to dissolve the clot, and a and a 7 x 250 gore viabahn covered stent was placed. The patient outcome was noted to be stable/good. Imaging review determined a type 1 stent fracture unrelated to blood flow behind stents. Imaging review confirmed restenosis. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15 as the patient required an additional stent placement due to resenosis.